Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Reportedly, the customer cleared the alarm and continued to use the pump for insulin therapy. There was no reported adverse impact to the customer. Additionally, it was reported that the pump battery could not be charged. Customer declined to troubleshoot with tandem technical support, therefore no additional information could be obtained.